Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that rep spoke with patient regarding his ins. Patient had a cardioversion performed last week and as of last friday, his ins has maintained @ 100% charge, and the patient does not feel any stimulation. Per caller, the ins was not turned off during the cardioversion. Rep plans on meeting with patient, checking the ins was tablet, and possibly disabling ins and re-enabling. Rep called back when she was with the patient (pt). Rep said pt went to the emergency room on friday (B)(6) 2021 for an emergency cardioversion. Pt said the ins was on during the cardioversion. Pt said he also has an pacemaker/defibrillator implanted. Rep was not able to do disable/re-enable because pt did not bring recharger to the appointment. Rep said all impedances are good. Rep increased amplitude and the pt was able to feel stimulation. Rep readjusted dtm programming for the pt. Everything seems to be working after reprogramming. No symptoms/patient complications reported.